Manufacturer narrative:
The reported event of an inability to pair was confirmed. The provided logs were reviewed and a failed connection attempt with the patients personal mobile device was observed, however it was unable to be determined what the cause of the connection failure was. No further information was provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. Pairing was possible, but interrogation via bluetooth was not possible. Software upgrade was performed but did not resolve the issue. There were no patient consequences.